Manufacturer narrative:
Device evaluation the hawkone device returned coiled in a biohazard bag connected to the cutter driver. The detached tip returned with a spider device stuck inside the detached hawkone tip. Visual inspection of the detached tip shows the spider net stuck inside the nosecone and frayed edges visible at the proximal end of the housing with biologics visible (photo 2). Visual inspection under a microscope shows the detachment site inside the flush tool noted just distal to the anchor pockets. The cutter is visible at the end of the driver shaft with metal coils from the housing and biologics wrapped around the blade. The spider net is visibly stuck inside the tip of the nosecone (photo 6). The spider wire is noted exiting at the proximal end of the guidewire lumen and damage is noted on the gw at the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no intervention required to remove the tip. All components were removed from the patient. The device was safely removed from the patient. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone along with a non-medtronic 6fr sheath, 0.014" spider wire and 6mm spider embolic protection during procedure to treat a moderately calcified lesion in the left distal superficial femoral artery with 90% stenosis. The vesselwas moderately tortuous. The vessel diameter and lesion length are 5mm and 60mm respectively. The vessel was not pre or post dilated. IFU was followed. It was reported that during withdrawal severe resistance was felt and the tip detached with it separated at the hinge pin. It is unknown if the guidewire prolapsed. The nosecone separated from the catheter. All product was removed from the patient and manual pressure was held to the groin. The patient experienced no post procedural adverse events. The device was attempted to be removed from the body, the hawkone catheter's jog would not collapse into the sheath, the whole 6 fr sheath system and wire were removed at once. Nosecone separated from the catheter at some point. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.